Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and fecal incontinence. Patient attended ph webinar on (B)(6) 2023 and submitted the following question: "I have a medtronic device - the 5 year model but still have issue with bouts of diarrhea even with using lomotil and device. Any suggestions. Second question: even with medtronic unit I am now having occasional bladder incontinence. As I understand the same nerve that controls bowel controls bladder so why would I now be having bladder issues?". Ps made outbound follow up call and encountered vm. Patient called back. Patient doesn't ever have control no matter the device, program, or setting. She has never achieved normal bowel habits. Patient said she doesn't know how well this device is working. Still has immediate loss of stool. It happened last night right after dinner. The issue is pretty continuous. Only time she doesn't have a serious problem is if she really loads self up with lomotil. She also takes opium .6mg every six hours. The healthcare provider (hcp) did change the program this past monday. Patient has irritable bowel syndrome. Patient said her symptoms have probably been cut in half but she has to do it with the stimulator, lomotil, and opium. Hcp made the pocket too big and stimulator kept flipping in the pocket. The doctor went in and made the pocket smaller. Also the patient's first device was rechargeable and she travels a lot and she didn't like having to carry the carrying case with the charging equipment so she had the device changed out for non-rechargeable. Patient when she had the stimulator replaced the doctor said you look 20 years older. They found out the patient had pneumonia and had to be sent home on oxygen. Hcp suggested the patient call to get help adjusting her settings on her current device. Walked caller through checking current settings. She was on program 1 at 1.7ma and increased it to 2.6ma. Told her to monitor the symptom's for a couple days and see if the symptoms improve. Patient said stimulation was comfortable. Patient had been on program 7 at probably 2.9ma for a long time. Patient has played with settings and not made much of a difference. Patient can go from being constipated and in one hour having diarrhea. She said it sounds like she is peeing. Patient mentioned numbness down left leg to big toe. That leg and foot it feels like a charlie horse and foot will curve in like she is pigeon toed. Only way to stop it is to stand up and bear weight. It hurts a lot. Especially happens when lay on bed and turn on the right side and that leg is laying on top of the other one. Medical information not related: use to have migraines and use tens unit on head. Also had bunion surgery.